Event description:
The customer reported trauma/clinical complication only. In the patient injury, additional information was provided that the implant compressed ID nerve and the patient currently has paresthesia.